Manufacturer narrative:
Reference record (B)(4) .additional information added to b5.

Event description:
On an unreported date, the patient had an issue during duodopa initiation with the nasal jejunal tube rebounding from the jejunum back into the stomach, gaining a partial knot and the flow of the tube was impacted. The patient experienced a respiratory arrest due to a gas pocket in his abdomen and altered pressure in his diaphragm. His stomach was also pulling away from his abdomen. The patient had emergency surgery to drain the gas in his abdomen, and stitch the stomach back to its position. He spent 4 days in the ICU with drains and high flow oxygen. Duodopa titration was delayed for about a week. On an unreported date, the event resolved and the patient was discharged to rehab.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient developed severe abdominal pain and was admitted to ICU for 3 days. The final diagnosis was a pneumoperitoneum. On an unreported date, the event resolved and the patient was discharged to rehab.